Manufacturer narrative:
The customer's cobas liat analyzer was returned for evaluation and repair. During the inspection, there were signs of leakage as the optical path was dirty and acutators were found in poor condition. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4).

Event description:
A customer in the (B)(6) reported a false positive for sars-cov-2 and invalid results for flu a and flu b. The patient has no covid history and was tested upon entry into the ER. The erroneous result was reported to the patient and/or medical personnel treating the patient. Patient went to covid ward before retesting was done. Follow-up testing results are pending. The sample was tested ~5 minutes after collection. The customer collected the sample with nasopharyngeal or oropharyngeal swab with a gly medium. The method sheet states: collect nasal, nasopharyngeal and oropharyngeal specimens according to standard collection technique using flocked or polyester-tipped swabs and immediately place in 3 ml of copan universal transport medium (utm-rt) or bd universal viral transport (uvt). This non-recommended use could lessen the chance of detection. Though requested, the patient's follow-up testing results have not been provided. The investigation for the cobas liat analyzer is in progress.

Manufacturer narrative:
The investigation is on-going. A follow-up report will be submitted once conclusions are available. (B)(4).